Event description:
It was reported that during a percutaneous coronary intervention (pci) procedure, a balloon ruptured occurred. The lesion being treated was located in the moderately tortuous, moderately calcified and 99% stenotic distal right coronary artery (rca). The physician first deployed a 3.0x24mm liberte stent in the atrioventricular branch of the rca. Then the physician advanced a 1.5x15mm maverick2 balloon to the stent and inflated the balloon to 12 atms to post dilate. The balloon was inflated for a few seconds and then it ruptured. The device was removed from the patient intact. The procedure was successfully completed with this balloon. Patient status is listed as "good".

Manufacturer narrative:
Device eval: the device was disposed of by the hospital; therefore, no direct product analysis could be performed. The exact cause of the difficulties experienced during the procedure could not be determined.